Event description:
It was reported that when the patient presented in clinic for a normal device check the device exhibited multiple episodes of non-sustained rv oversensing due to suspected myopotential oversensing. Programming changes were recommended. During a subsequent follow-up, post-paced t-wave oversensing was observed. Additional programming changes were recommended.

Manufacturer narrative:
.